Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and given IV antibiotics. The device was explanted and the follow up report indicated that the patient had a history of (B)(6) and is a diabetic. There was no report of further complication.